Event description:
It was reported that the patient experienced recurring stress urinary incontinence with an artificial urinary sphincter (aus). It was indicated the incontinence was very mild as only one pad per day was used. According to the patient medical history the leakage worsened intermittently being at its worst around 2014 and 2015. During a scheduled appointment the physician counseled that since the incontinence is very mild, a revision would be unlikely improve the status. Physician further recommended to keep using the aus with pads for comfort.